Event description:
During an MRI infusion, the user reported a possible overinfusion. The pt's vital signs were reported to have changed, and the infusion was stopped. No pt injury resulted from this event.

Manufacturer narrative:
The pump has not been examined by iradimed corporation. The hospital's examination of the pump determined the pump operated normally, and problem was identified that could have caused this event. The infusion set used at the time of event was discarded by the hospital. The examination of the pump's history/event log did not identify any action that can account for the event. From the info available, the likely cause of this report was the incorrect positioning of the infusion set in the pump by the user. The proper method of installation is described in the operator's manual. The instructions warn that stretching the tubing, or mispositioning the tubing can result in free-flow conditions. In response to this and other similar reports, iradimed corporation initiated correction no. 3005053560-09/17/12-002-c on 8/31/2012 to notify users of the possibility of this risk. These same instructions are provided in the operator's manual, but an add'l instruction card was provided to users to emphasize these important instructions and precautions. Copies of the correction and instruction card text are provided with this report.